Manufacturer narrative:
(B)(4). Date of event: only event year is known: 2021 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information: dr. (B)(6) performed a side-to-side anastomosis with a tlc and closed the otomy with a tx60. The patient developed a leak. There was nothing noted intra-operatively with the device and a pinpoint test was done. The dye was injected into the blood stream and no issues were noted. There is no other information known at this time. There are no photos or videos available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Could there have been any tumor invasion into the vessel? Were any clips used in the area of the firing? Was the device closed and then reopened to reposition prior to firing? Was the device difficult to close? Was the device difficult to fire? Was the tissue retaining pin placed automatically or manually? Did the surgeon inspect the staple line by releasing the device prior to dividing the vessel per the IFU? Can more information be provided on the shape of the staples? What is the current status of the patient?.

Event description:
It was reported that post-op of an unknown bowel procedure that the patient developed a leak. Unknown as to how the leak was repaired. Patient status unknown.

Manufacturer narrative:
(B)(4). Date of event: only event year is known: 2021 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information: dr. (B)(6) performed a side-to-side anastomosis with a tlc and closed the otomy with a tx60. The patient developed a leak. There was nothing noted intra-operatively with the device and a pinpoint test was done. The dye was injected into the blood stream and no issues were noted. There is no other information known at this time. There are no photos or videos available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Could there have been any tumor invasion into the vessel? Were any clips used in the area of the firing? Was the device closed and then reopened to reposition prior to firing? Was the device difficult to close? Was the device difficult to fire? Was the tissue retaining pin placed automatically or manually? Did the surgeon inspect the staple line by releasing the device prior to dividing the vessel per the IFU? Can more information be provided on the shape of the staples? What is the current status of the patient?.

Event description:
It was reported that post-op of an unknown bowel procedure that the patient developed a leak. Unknown as to how the leak was repaired. Patient status unknown.

Manufacturer narrative:
(B)(4). Date sent: 3/15/2022 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information received: a conference call with dr. Mg of saint barnabas medical center in livingston, nj to discuss a recently reported bowel leak after a procedure in which a tx stapler was used. Dr. G. Is a colorectal surgeon, he has 29 years of performing open/lap and robotic procedures. His practice is to close the colon transverse with the tx device. He now closes as he does with robotic cases, (sewing). Since changing technic to sewing, he no longer experiences leaks. He typically uses a blue cartridge and manually sets the retaining pin. There is no issue with the staple formation; they are ¿b¿ formation. There is no problem with the use of the stapler, just that he is experiencing leaks and can¿t understand why. The ethicon cross functional team asked question regarding the origin of the leak; per dr. G., he can¿t tell the origin of the leak as when they go back the surgical field is not clear. Team asked if the tissue was ischemic, per dr. G., he can¿t tell if the tissue is ischemic either due to the surgical field. They have to re-resect the area. With regard to the device functionality, he has not noticed any changes in the way the device feels, fires or anything. However, he has since stopped using the device due to this issue. The surgeon stresses the tremendous support he received from the sales rep and his appreciation for the continued support from the team.